Event description:
It was reported that during a gastric by-pass procedure, the cartridge did not staple completely. The pouch side did not seal. Sutured over the pouch to complete the seal of the incision. There was no pt consequence reported.